Manufacturer narrative:
(B)(4). This is report 2 of 6 involved in this peritonitis event. The sample is not available. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis and fatal spesis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse in the (B)(6) of peritontis and fatal sepsis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unknown date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, lot numbers, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2011, the patient was hospitalized for mental status changes. On an unreported date, the patient experienced peritonitis. Cause and treatment was unknown. On (B)(6) 2011, the patient died. The cause of death was sepsis. It was not reported if an autopsy was performed. (B)(6) and extraneal therapies were ongoing at the time of death. The nurse reported that the events of mental status changes, peritonitis with culture positive for (B)(6) and fatal sepsis was not related to (B)(6) and extraneal therapies.